Event description:
On (B)(6) 2023 event description (EKG issues): patient came to the unit with an iabp. They tried to change him over to the unit iabp when the patient got there but they had a hard time getting the EKG to pick up on the iabp. Rn called the hotline number and spoke with a rep, and she walked the rn through a few things to try but nothing was bringing up the EKG. It was just going off of the pressure from the sheath. Rn switched the EKG cords and that fixed the problem. Reference reports mw5117820, mw5117822, mw5117823, mw5117824, mw5117825, mw5117826, mw5117827.